Event description:
Same case as MDR ID # 2134265-2013-02395 and 2134265-2013-02396. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. Vascular access was obtained through the radial artery. During the ivus procedure, ilab motor drive unit was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No patient complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the bach history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).